Event description:
The reporter stated the device result was 500 mg/dl and a lab result was 135 mg/dl. The reporter said that after the device result a lab was ordered on the patient. The patient was also given two units of insulin. The device was replaced and requested to be returned for evaluation.